Event description:
It was reported that during acl procedure, when screw fixiation to the femoral side, the tip of screw broke. A few broken pieces were remains in the patient. Therefore, new site was prepped and fixed with backup screw.

Manufacturer narrative:
One 7x25mm (B)(4) screw was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. The screw was returned in four pieces of varying sizes (screw head and three small fragments). Dimensional assessment of the screw heads major diameter and wall thickness was performed and found to meet print specifications. It is difficult to perform an accurate evaluation of a failure without having the pertinent clinical details to consider. As such the complaint is being closed without conclusion.